Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported being admitted to the hospital. Pt stated when she woke up she had a blood glucose level of 400 mg/dl. Pt reported have 2+ ketone bodies. Advised to go to the hospital. Pt stated she was admitted to the hospital for 2 days and has been injecting the bolus with the insulin pen. Pt reported this morning she was injecting the bolus with the infusion device. Pt reported a blood glucose level of 185 mg/dl on (B)(6) 2011. Pt stated her blood glucose on (B)(6) 2011 was 250 mg/dl, she ate breakfast and injected a bolus that she calculated without using the meter and went to bed. Pt reported when she woke up her blood glucose was at 440 mg/dl and 2+ of ketonuria. Advised to go to the hospital. Pt stated the infusion did not give any alarms or warnings. Pt reported the infusion set was not broken, wet, kinked or bent. Pt stated she believes there was not insulin delivery. No further info is available. Requested return of the alleged infusion device for eval.